Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (compounded) at an unknown concentration at 0.06 mg/day via intrathecal drug delivery pump for non-malignant pain. It was reported that the reporter was asking for a manufacturer representative (rep) to check the patient's pump after magnetic reso nance imaging (MRI). The MRI was to check a leak in the spine. The patient had a headache ever since implant. The catheter may have caused the leak in the spine. The patient had blood patches and it was getting resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that there was never a defined leak identified, only suspected. There was also a chiral sagittal sinus thrombus identified (chronic) that may have been responsible. The headache was resolved but not after 2 blood patches; it may have not been from leaking cerebrospinal fluid (csf) or dural puncture. The device was functioning well and in place. No further complications were reported.